Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-80892.

Event description:
The customer reported that the reservoir kept falling from the insulin pump while sleeping, and the customer was hospitalized with high blood glucose of 476mg/dl. No further information was provided.